Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump even after replacing the battery cap. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joints on interface board. The insulin pump was unable to verify off no power alarms due to blank display. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratched display window and stained end cap sticker.